Event description:
A customer reported obtaining unexpected negative reactivity on galileo neo (B)(4) for a donor sample containing a previously identified anti-fya.

Manufacturer narrative:
The image result files were reviewed. Reactions visually appeared negative as reported by the neo. Controls performed as expected. The customer was informed that the heterozygous expression of the fya antigen on the donor cells could attribute to weak or negative reactivity on the pooled cell assays. The instrument is operating as expected.